Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw sheared off prematurely during tightening. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed the set screw is fractured approximately ~1 thread up from the base of the connector hex head. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, and shear lines on the fracture surface. The bottom of screw was not returned. The location of the fracture at the base of the connector heard, the fracture surface angulation relative to the thread axis, and shear lines are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.